Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on (B)(6)2011 and mesh was implanted. The patient reported that the mesh inserted into the pelvic area has eroded, shrunk, migrated, degraded. The patient has experienced abdominal pain, bloating and fullness, voiding disorder, chronic pain in the abdomen/pelvic/legs/feet areas, lower back pain, extremely painful intercourse, and the feeling of poison in her body. No additional information was provided.